Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump received recurring no delivery alarm. The customer¿s blood glucose level was 700 mg/dl. The customer states they have tried all remedies. Customer states the insulin exited. Customer was assisted with troubleshooting. The customer was advised to revert to back up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.